Event description:
A non-healthcare professional reported during intraocular lens (iol) implant procedure, the lens was defective in the shooter, the surgery was completed with same model and diopter replacement lens. Additional information was requested and received stating that plunger slipped over the lens. It was due to quality defect of the cartridge. There was no patient contact, and the procedure was completed on the same day.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).